Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # unknown (B)(4). This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: patients had peri-operative bleeding complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had peri-operative sepsis complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had peri-operative air leak complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had peri-operative pleural effusion complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had peri-operative pneumonia complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had post-operative 30-day bleeding related reoperations within 30 days after discharge from the index procedure where study devices were used.